Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high and low blood glucose levels. Customer stated that he fell down and was unconscious. Customer's blood glucose value at the time of admission was 400 mg/dl. Customer's blood glucose reading ranged between 400-600 mg/dl. Nothing further reported.